Event description:
A resident was being transferred with a lift, when the lift hanger came loose, causing the resident to slip to the floor. The resident was not injured. Maintenance personnel contacted ez way to report the incident. The hanger assembly was sent to ez way for inspection, and was found to have extremely unusual wear not consistent with normal usage of the unit, and never seen before by the company. The lift was originally sold in 1998. The maintenance manager stated, they had not inspected the particular wear points and any looseness as instructed in the ez way maintenance checklist. An ez way representative was sent to the facility to investigate and inserviced staff on the proper usage and maintenance necessary to maintain equipment properly.